Event description:
On september 5, 1992 the resident was found by a certified nursing assistant in the main dining rom leaning forward in her wheelchair with safety rolling pin and y-harness in place. Resident was unresponsive, cyanotic. The cna notified the nurse and the resident was brought back to her room, able to breathe on her own, perl, able to answer questions. Pertechiae noted on face of resident as well as redness on left side of her neck. The resident was transported to mercy hospital ER per ambulance and was returned to the facility at 1715 that same evening. The resident's family was notified at 1500 of the incidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.